Manufacturer narrative:
Additional information/correction: h6 - codes updated. Investigation results were previously submitted.

Manufacturer narrative:
Investigation results: visual examination of the provided picture revealed that the nose of the plastic housing is partially torn-off. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion/preventive measures. Based upon the investigation results and without the complaint sample being available for investigation, a definite root cause cannot be determined. The reported issue was confirmed. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material, manufacturing, or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with pl579t - challenger ti-p ml-ligat.clips 12 cartr.. According to the complaint description, intraoperatively, the tip of the cassette was broken and could not be found anywhere outside the patient. This occurred during a prostatic procedure. The surgeon assumed that the tip may have fallen in situ. A picture showed that the nose of the plastic housing was partially torn off. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided. The malfunction is filed under aesculap ag reference no. (B)(4).